Event description:
It was reported that pump displayed a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, removed cartridge, inspected o-ring and pneumatic area, cleaned pump connection, ensured cartridge was fully attached, and then followed on-screen steps to complete loading, after which customer successfully resumed insulin delivery.